Event description:
Patient has a central line, vamp jr closed blood sampling system, umbilical venous catheter. Infant needed to have bed linens changed. While doing this, it was seen the line got disconnected from the reservoir plunger and to the one way shut off valve which was originally a whole piece. The one way shut off valve was still connected to the infant, so blood was going up the line, so the valve had to be put in shut off position to prevent further blood loss.